Event description:
A tandem mobi cartridge alarm was reported by the caller, but there was no adverse impact to the customer's blood glucose level. The issue was confirmed as cartridge alarm 35, and it was noted that similar alarms had been reported previously with the same pump. Customer technical support (cts) resolved to replace the pump, as it was under warranty. The customer was advised to use multiple daily injections as a backup therapy and was informed that the new pump would have updated software. Instructions were provided for setting the pump into storage mode and for returning the faulty pump to tandem. The caller was also instructed to program the replacement pump with their settings and to connect their continuous glucose monitor. The replacement pump was sent to the customer without needing a delivery signature, and a pre-paid return label was provided for the problematic unit.